Event description:
Per literary review, at the end of the procedure, the patient reported a brief episode of visual disturbance described as flashing lights and, on physical examination, was noted to have nystagmus, which disappeared the next day. The patient was kept for observation overnight and was discharged the following day. Approximately two weeks later, the patient complained of another transient episode of visual disturbances. Follow-up cerebral angiography six months later, demonstrated almost one centimeter of proximal migration of the enterprise stent. Subsequently, the patient has remained asymptomatic.

Manufacturer narrative:
The product remains implanted and will not be returned to analysis. Additional information will be submitted.